Event description:
A physician reported a certas valve (ID 828805) was implanted via v-p shunt on (B)(6) 2017 with unknown setting. On (B)(6) 2023, the patient had headache, therefore, obstruction of the peritoneal catheter was suspected, and the ventricles were enlarged. Therefore, only peritoneal catheter was removed and external drainage of the peritoneal catheter was performed. Ventricular catheter and valve remain in the body. On march 6, 2023. The external drainage was removed, and a new peritoneal catheter and straight connector were connected near the chest.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Certas valve (ID 828805) has been returned for evaluation: failure analysis- the catheter was irrigated no occlusions noted. The catheter was leak tested no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter but at the time of investigation no occlusion issues were noted.